Event description:
Customer reported the power plug is loose and the connectors are bent. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended. (B) (4).